Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a port placement using MRI powerport isp. During the procedure, the floppy end of guide wire stuck during insertion has been broken off. It was further reported that it stretched out and bending in the wire. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire was returned for evaluation. Along with returned sample, two photos were provided for review. Visual, microscopic and dimensional evaluations were performed on the returned device. The flat core wire was noted to protrude the uncoiled portion of the guidewire. A granular termination was noted on the distal end of the core wire. The round core wire was noted to protrude the uncoiled portion of the guidewire. The termination of the round core wire was observed to be granular. The photos show a guidewire which was noted to be stretched throughout the distal portion. Kinks were noted in the guidewire. The core wire was noted to be protruding out. Therefore, the investigation is confirmed for the reported fracture, material separation, deformation, stretched and identified material unraveled issues. However, the investigation is inconclusive for the reported stuck issue as the returned sample was not in proper condition to test for the reported issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance a definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement using MRI powerport isp. During the procedure, the floppy end of guide wire stuck during insertion has been broken off. It was further reported that it stretched out and bending in the wire. There was no reported patient injury.